Event description:
"Broken pyrocarbon pip implant on left ring finger. Implant broken at neck of implant." Additional clinical information was requested but not received at the time of this report.

Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.